Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced inflammation and burning of the device pocket. The patient was seen one month later during a follow up visit where it was discovered that the ICD was eroding through the pocket. A revision was performed and the system was explanted. The patient remains hospitalized with antibiotics being administered and the leads were sent for cultures for infection evaluation. A new ICD system will be implanted at a later date. No additional adverse patient effects were reported. There were no allegations against any of the implanted products. The physician feels that the pocket erosion was related to the condition of the patient's skin and when the next device is implanted, the physician is planning on a subpectoral placement as a result.

Manufacturer narrative:
(B)(4). The explanted products are not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.